Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Company representative contacted the customer via phone call regarding the email he had sent. The customer reported he experienced low blood glucose about two weeks ago. Customer stated that he sold a house and was working at the other house for about 7 hours in the heat and that is probably why he went low. Customer stated he was fine at bed time and got low during the night. He fell a few times in the bathroom and his wife tested and his blood glucose was below 20 mg/dl. They treated with juice. Customer mentioned that over the past 20 years his wife has called the emergency medical services three times and was taken to the hospital the first time but he refused to go to the hospital the other times. Customer did not recall the details of the events as this occurred about 5 to 3 years ago. The customer has changed the basal rate settings and it seems to be better.